Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.